Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced insulin was leaking out at site and the adhesives got wet led to tape not sticking event on (B)(6) 2026. The infusion set was in used for one day.